Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 24-apr-2019 who reported that she ¿can¿t sit around and is in pain¿. She ¿has been hurting for almost a year and years begging and begging for help¿. Per the patient, a healthcare professional (hcp) mentioned he had to ¿cut all the fatty tissue that¿s wrap around¿ and then stated, ¿they couldn¿t get the stuff in there¿, but ¿finally got it in there¿. Per the patient, it hurt down her back and tailbone and she was not getting relief. Per the patient she was having trouble getting a doctor to help her since they didn¿t have any medical records. She stated that she had a new doctor established now who wanted her in the hospital, but she didn¿t know why. Per the patient, the situation was being addressed by her current hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient indicated they wanted their pump removed but stated their healthcare providers would not do it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. Regarding morphine, the numbers 2.002 and 3.000 were indicated when asked to provided dose and concentration, but the reporter could not clarify when those numbers were from. It was reported the patient has stage one multiple myeloma and that her back was ¿messed up¿ so she was supposed to have a surgery, but the healthcare providers wouldn¿t do an MRI/cat scan/x-ray because the patient had a pump implanted. It was confirmed at the time of the report that the multiple myeloma and back issues began prior to implant of the pump. It was further reported that the patient was having severe pain since the date of implant. The patient didn¿t think the physician filled her pump / physician was making adjustments and turning the settings up and down because the medication wouldn't last for 2 weeks. These medications issues began in 2018. The patient also experienced diarrhea, throwing up, and "been sick as a dog" for over a week which began approximately 6 months ago. The patient went to the hospital where they did a drug test. It was further noted that they reported to the patient that her body had no morphine in it and that she was actually on heroin. The hospital had given the patient a needle to shoot in her leg in case of heroin overdose. No interventions were reported. It was noted that patient was told their physician would not be managing her anymore. Physician listings were provided. No further patient complications have been reported as a result of this event. The patient¿s medical history included: multiple myeloma and back issues. Additional information was received from a manufacturer representative on (B)(4) 2019. It was reported that the patient was at 3mg daily at a 15mg/ml concentration, but the patient complained of pain at their new pain management healthcare provider (hcp). The hcp turned the pump up to 4mg daily, and the patient went to the emergency room (ER) that weekend with overdose symptoms including lethargy and sleepiness. The ER hcp asked the representative to turn the pump to minimum rate on (B)(6) 2019 and the pump was running at 0.095mg/day. There were no other environmental, external, or patient factors that led or contributed to the issue and the issue was not resolved at the time of report. No surgical intervention occurred or was planned as a result of this event, and the patient's status was alive - no injury.

Manufacturer narrative:
Event has been updated to include the following information: it was reported the morphine and dilaudid were removed from the pump and the patient was receiving fentanyl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the morphine and dilaudid were removed from the pump and the patient was receiving fentanyl.